Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received screw shows signs of use as evidenced by the slightly deformed screw head. Overall, no other damages can be observed. A pre-surgical functional test was performed with the returned screw with a sample plate, and it was found the screw can easily be screwed with a suitable screwdriver without any problem. Hence its functionality was given in all aspects. A pre-surgical functional test was performed with the returned screw with a sample plate, and it was found the screw can easily be screwed with a suitable screwdriver without any problem. Hence its functionality was given in all aspects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by mishandling/misalignment of the screwdriver during usage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "when the screw was inserted, the doctor felt like the screw head got stripped. Thus, the doctor stopped inserting the screw, and the procedure was continued to replace the screw with new one."